Event description:
It was reported that the screws were tightened at implant, but were loose at explant, so the extension pulled right out. It was noted that the surgeon tightened the screws properly at implant. The neurostimulator was replaced. No pt symptoms were reported. The pt recovered without sequela.

Manufacturer narrative:
The implantable neurostimulator was returned for analysis. Analysis results were not available at the time of this report. A f/u report will be sent when the analysis is completed.